Event description:
Customer received result of 426 mg/dl on the mobile system and a result of 205 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278204, expiration date 04/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.